Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose was running high and felt that insulin was not being delivered. The blood glucose reading was 463 mg/dl. Customer treated wtih manual injections. Customer was unable to troubleshoot for the high blood glucose. Nothing further was reported.